Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Iab leak. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a balloon leak can occur due to one or more of the following probable causes. An intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Iab leaks can result in the following. 1 user not following instructions per IFU or mishandling or misuse of device. 2 membrane folding resistance. 3 patient related factors, such as an plaque abrasion. 4 off label use.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during use that the intra aortic balloon (iab) tubing developed a leak and subsequently stopped pumping. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.